Event description:
Account alleged that the siderail on the pt right side was not latching.

Manufacturer narrative:
Account determined that the bolt holding the lower end of the latching mechanism had fallen out. Account replaced the bolt to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.